Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on 07/11/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.